Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. The lot was manufactured between july 3, 2018 and july 7, 2018. The device was received for evaluation. Visual inspection was performed and identified a ruptured bladder. A microscopic inspection was performed and no signs of abnormality were found on the ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume (sv) intermate had a ruptured bladder. This was observed during filling with sodium chloride. There was no patient involvement. No additional information is available.